Event description:
The download data for a (B)(6) female patient revealed several charger faults. Zoll customer support contacted the patient and issued her a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery faults / charger faults) was confirmed. Upon evaluation, there was contamination on the battery board, bedside board, and computer analog board inside the charger/modem. The cause of the faults was the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger / modem. The patient received a replacement charger / modem.